Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that a pca was programmed to infuse 0.2 mg IV push of morphine every 5 minutes for 10 doses prn but not to exceed 2 mg. The nurse noted the patient to show symptoms indicating an overdose and an unspecified dose of narcan was administered.

Manufacturer narrative:
Although event logs were received, the information from the event date had been overwritten so no pertinent log data was available for review.